Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose level was 280-300 mg/dl. The customer changed the cartridge and delivered a correction bolus. Reportedly, the customer would continue to use the pump until replacement pump is received.